Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to exhibited high out of range pacing impedances. A lead revision procedure was performed. The rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.